Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Company representative reports patient injection with juvéderm voluma® xc. Healthcare professional reports "so [no] adverse side effects. The patient sent a message stating [they] had sinus infection" (unrelated to the device).